Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below knee artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during 4th inflation at 8 atmospheres for 30 seconds, the balloon ruptured at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.